Manufacturer narrative:
The reported event was not confirmed during the initial functional testing and the archive data review, based on the evaluation of the thermogard system performed by zoll technician at the customer's site. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, no physical damage was observed. During initial functional testing, the thermogard xp ivtm system passed all the tests without any fault or error. During analysis of the event log, no issues were observed. All test and readings are within the specified limits and the system functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the patient was hospitalized post-cardiac arrest and received an ivtm treatment. During the cooling phase of the treatment, the thermogard xp ivtm system generated "airtrap" alarm message. The user observed saline fluid on the floor and around the console. The start-up kit (suk) was inspected and the leak at the bottom cup of the airtrap was observed. The user replaced the start-up kit with a new suk. Unknown if the console was re-used or another system was placed to continue with therapy. No known impact or patient consequence information was available.